Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s. The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the event is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that doctor's assistant called and stated that pt is having pain in right hip-she, she stated that it is durom. Revision status is unk.